Event description:
It was reported that when using the bd pyxis¿ medbank, drawer 01 was not opening for ativan issue. The customer stated that they were unable to issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the ativan 0.5 mg was at zero quantity on hand. A technical support specialist (tss) confirmed that ativan 0.5 mg had zero quantity on hand. The customer was advised to contact the pharmacy to request ativan 1.0 mg, which was verified to have available quantity on hand. The system functioned as intended after technical support specialist troubleshot the device.